Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an in-stent restenosis of a non-bsc stent located in the moderately tortuous and severely calcified iliac vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a 8x4 non-bsc device. No patient complications were reported.